Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information via a latitude red alert that this right ventricular lead and the associated implantable cardioverter defibrillator (ICD) displayed a high, out of range shock impedance measurement. An attempt to attain additional information has been made. No adverse patient effects were reported.